Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 3 months post implant of this bioprosthetic aortic root valve, transesophageal echocardiogram revealed moderate to severe regurgitation with multiple eccentric jets. It was reported that there was "partial destruction and possibly [a] partially flail [leaflet] of the non-coronary cusp". Upon further evaluation, it was felt that the insufficiency was more related to perivalvular leak rather than true valvular insufficiency. The patient declined any surgical interventions at that time. It was reported that approximately 10 years and 3 months post implant, the patient required multiple hospital readmissions due to congestive heart failure exacerbations. One month later a transcatheter valve was implanted valve-in-valve due to moderate to severe insufficiency. No additional adverse patient effects were reported.